Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
"Occuptation" ni equals lay user/patient. Device requested for return but not available.

Event description:
The patient's mother complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient's mother did mention that the meter and strips were not theirs and belonged to another person. At 7:06 am the meter result was 5.6 inr. Within 7 hours the laboratory result was 3.2 inr. The patient's therapeutic range is 3.0 - 4.0 inr. The patient is not anemic, does not have antiphospholipid antibodies, has had no changes in diet, and no signs of bleeding. The patient's mother stated that there have been some adjustments to patient's coumadin, but there has been no adverse events. The patient's mother also stated there has been some bruising but no medical treatment has been necessary. The patient has pneumonia and is on azithromycin. The meter and test strips have been requested for return. The patient's mother stated that the strip vial has been depleted and has been discarded. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.